Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "flat". Additionally, operative report noted "the capsule was supple but the inferior aspect of the pocket was contracted superiorly" on the right side. The baker grade is unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, two openings curved on the posterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two openings crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two crease sharp openings on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "flat". Additionally, operative report noted "the capsule was supple but the inferior aspect of the pocket was contracted superiorly" on the right side. The baker grade is unknown. The device has been explanted.